Event description:
Additional event information : the surgery was extended for a hour. Scheduled surgery time was 30 min.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.027.052s, lot: 23p1925, expiry date: october 01, 2029, manufacturing site: bettlach, release to warehouse date: november 08, 2019. A manufacturing record evaluation was performed for the finished device with lot number 23p1925, and no non-conformances were identified. Visual inspection: the received pfna blade was received in unlocked state. The device is in a used condition with some impression marks at the tip and scratches all over the shaft. Functional testing: a function test with an available impactor at the customer quality (cq) department was performed and the complained malfunction could not be confirmed. It was possible to attach, lock, unlock, and remove the blade without any issues. The blade is functional as required. Investigation conclusion: the complaint condition is unconfirmed since the device is functional as required. However, due the impression marks and scratched condition we will rate this complaint as confirmed. The complaint is rated as unconfirmed since the device is functional as required. In hindsight, and with the provided information, it is not possible to determine the exact cause of the complained issue. We only can assume that during the operation, an application error may have taken place. No manufacturing related issues could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flows listed remaining investigation steps are not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a patient underwent surgery using the pfna-ii system. During the surgery, the surgeon connected the inserter to the blade by using the key for blade. After insertion of the blade, he tried to disconnect the blade from the inserter by turning the handle, however the inserter became disconnected while idle. The surgeon confirmed under image intensifier that the blade was not locked. The surgeon was able to connect the inserter to the blade again. He removed the blade and then used another new blade. The new blade was successfully locked. The surgery was successfully completed with a one hour delay. This is report 1 of 3 for (B)(4).